Event description:
Rptr alleges pt has bilateral subcutaneous mastectomies for fibrocystic disease and these encapsulated shortly afterwards with the left being more painful than the right. Pt had a right thoracotomy for excisional biopsy of benign lesion and since the symptoms, complains of increasing right breast pain which is sharper and paralizing when bending forward and the encapsulation continues to worsen. Pt also complains of myalgias (positive morning stiffness), paresthesias/dysesthesias, spasms, fatigue, swelling, sleep disturbances, adenopathy, visual problems, word loss, depression, sicca, sensitive to chemicals, costochondritis, choking sensation, hypertension, weight gain, easy bruising and gastrointestinal/genitourinary disturbances. Pt is otherwise healthy.